Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Customer alleged the pump did not deliver insulin as intended; however troubleshooting could not be performed and the alleged root cause could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.